Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14221 and 3005099803-2013-14222 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, two resolution clips were deployed but the clips would not come off the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was detached from the delivery system and the delivery system was not returned. The prongs were locked into the capsule and there was an overbite. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-14221 and 3005099803-2013-14222 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, two resolution clips were deployed but the clips would not come off the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.